Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The pump also had normal operating currents. No blank display noted during testing. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call, the insulin pump had a blank display. Customer blood glucose has been unstable, over 270 mg/dl. Customer has received new battery cap and the display continues to be blank. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.